Event description:
It was reported that the catheter was inserted and used for the removal of pleural fluid. During use of the catheter in patient, four nurses tried to change the patient's clothing. While lifting and holding the patient's arm in order to slip the clothing onto the patient, the extension line "got separated." After the event, the catheter was removed and a new catheter was not inserted. The nurses said "the separation might have occurred by their excess tensile strength." There is no information in reference to the time frame this catheter was in use on this patient.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.